Manufacturer narrative:
(B)(4). The reported lot number is not a valid lot number. There is no additional sales history for this customer for this product.

Event description:
The customer alleges that when the doctor tried to remove the needle it wouldn't come out and when trying to remove the guide wire it frayed and came apart. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number originally reported by the customer was found to be invalid; therefore, a potential lot number was selected and a device history record (DHR) review was performed on that lot. No manufacturing related issues were identified. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when the doctor tried to remove the needle it wouldn't come out and when trying to remove the guide wire it frayed and came apart. No patient injury or consequence.